Manufacturer narrative:
Product complaint # :(B)(4).investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.device history batch ==> nulldevice history review ==> nullif information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges loosening of stem and elevated metal ions. Updated associated contacts, added patient harm and update product details. Added date of implant and corrected date of revision. Doi: (B)(6)2009 - dor: (B)(6)2016 (right hip)

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address metallosis. Update may 4, 2017: legal medical records received. Pfs alleges pain and tightness in thigh area. After review of the medical records for the MDR reportability, patient states that his strength and range of motion decreased and had stiffness. Patient had an uncemented implant on metal on metal articulation. X-rays showed a femoral component loosening. Operative notes noted a black and green staining of the synovium in keeping with metal debris. The femoral component was found to be loose and easily extracted from the canal. Stem has been added due to femoral loosening. This was updated on may 5, 2017.